Event description:
False positive rate of approximately 10% for flu b. 3 asymptomatic patient results confirmed negative by molecular (pcr testing). Unknown if the rest of the results were confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.